Event description:
It was reported that the procedure was to treat an unspecified lesion. Two balance middleweight (bmw) universal ii guide wires were used. During removal of one of the bmw universal ii wires, it became tangled and separated at the distal connection point when transitioning from a hard to a soft surface at the y connector. There were no adverse patient effects. The bmw guide wires were removed and a non-abbott wire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.